Event description:
Customer reported via phone call to have low blood glucose below 40 mg/dl, which was treated with glucose tablets. Customer passed out and bumped her head. Customer also reported of having low blood glucose and passing out while doing yard work a month prior. Customer was hospitalized on (B)(6) 2015 with blood glucose of 20 mg/dl. Customer was hospitalized due to low blood glucose. Customer declined troubleshooting. Customer reported of wanting to begin diabetic glucose monitoring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.